Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.

Event description:
Pt reported changing the insulin cartridge and then checked the infusion tubing and noticed little cuts in the tubing. Pt stated she could smell insulin. Pt reported her blood glucose was 160 mg/dl. Pt stated she was able to get her blood glucose level under control by herself. Pt reported she had changed the infusion set completely on (B)(6) 2011 at 8 pm. No further info is available. The pt did not require assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion set for eval.